Event description:
It was reported that the device reached recommended replacement time (rrt) unexpectedly. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached recommended replacement time (rrt) unexpectedly. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and has been analyzed. Battery depletion: time of rrt in save to disk on (B)(4) 2012 device rrt<=2.62 volt. (B)(4).

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Battery depletion: time of rrt in save to disk on (B)(6) 2012 device rrt<(><<)>=2.62 volt. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.